Event description:
As reported by the study, following percutaneous coronary intervention (pci), the pt's cardiac enzymes were abnormal with the ck-mb 10.8. The normal was 2.5. The event was classified as a non q-wave myocardial infarction that was considered probably related to the device and highly probably related to the procedure.

Manufacturer narrative:
This pt presented to the cardiac catheterization unit and the primary indication for intervention was a previous myocardial infarction with an unknown time frame. Medications at baseline included aspirin, clopidogrel, nitrates, ace inhibitors and statins. Pre-procedure cardiac enzymes were as follows: ck 83 (normal values between 24-195) but ck-mb and troponin were not checked. Creatinine was 1:0 (normal value 0.4-1.3). Pci was performed on a safian 1a bifurcation lesion in the proximal left anterior descending artery (lad), the main branch (mb) and in the 1st diagonal, the side branch, (sb) using the crush technique. Pci was performed on a 75% de novo lesion in the proximal lad was 6mm in length in a 3.0mm vessel diameter. It was also characterized with little no calcification and angulation between 45-90 degrees. The lesion was pre-dilated with a 2.5x15mm balloon at 10 atmospheres (atm) before a 3.0x23mm cypher stent was deployed at 15 atm. Kissing balloon was done with a 3.0x15mm balloon at 13 atm. The residual diameter stenosis measured 0%. Thrombin inhibition in myocardial infarction (timi) iii flow was recorded pre and post-procedure, respectively. In the sb, the 75% de novo lesion in the 1st diagonal was 4mm in length in a 2.3mm vessel diameter. The lesion was characterized with little to no calcification, angulation between 45-90 degrees and ostial. The lesion was pre-dilated with a 2.25x12mm balloon at 12 atm before a 2.5x13mm cypher stent was deployed at 17 atm. The lesion was post-dilated with a 2.5x12mm balloon at 12 atm before a 2.5x13mm cypher stent was deployed at 17 atm. The lesion was post-dilated with a 2.5x12mm balloon at 14 atm and final kissing balloon of the same size at 16 atm. The residual diameter stenosis measured 30%. Timi) iii flow was recorded pre and post-procedure, respectively. Additional lesions in the mid rca, distal rca and the obtuse marginal were also treated during this procedure. However, further details regarding their treatment were not provided. Please note that this device is not distributed in the united states. However, it is similar to the us distributed product. It is also not available for testing and evaluation. Additional info rec'd will be submitted within 30 days upon receipt. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2008-00637.